Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID :355531, lot# n608604, implanted: (B)(6) 2016, product type: screening device. Product ID: 355531, lot# n609195, product type: screening device. Product ID: 355531, lot# n613118, product type: screening device. Product ID: neu_stylet_acc, lot# serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported that during the spinal cord stimulation (scs) trial testing stimulation, the patient reported no stimulation at 10.5 volts. Impedances were run, and both numbers 5 and 6 were >20000 ohms. They removed the leads, wiped it off, replaced into the trialing cable, ran impedances, and there was the same result. When the lead was switched into the 8-15 channel, impedances on 8, 9, and 10 were all >20000 ohms. The trialing cable was switched and impedances were run with similar results. The physician decided the lead must have been the issue. They switched the leads, ran impedances, and all values were between 6000 and 8000. Then they continued with the trial. The patient could perceive stimulation around 9.8 volts. In post operation programming in a different room, they re-ran impedances. All values were between 1100 and 1300 and the patient could perceive stimulation around 3-3.4 volts. It was unknown what led to the event. After the cable and lead were switched, the patient then felt stimulation. No interventions were planned through the remainder of the trial. At the time of the report, the issue was resolved. No surgical intervention was planned or occurred. This issue occurred during the procedure.

Manufacturer narrative:
Analysis found that the lead ((B)(4)) was broken at the distal end conductor. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.